Event description:
It was reported that during a replacement of the right ventricular (rv) lead the replacement lead had high and varying impedance and high threshold initially. The replacement rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.